Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: faults are identified with the jelco caliber fr22 brand bd insyte autogard, which bend in the canalization process and cause a lot of pain in the patient when they are removed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos displaying the unit with thick media present near the tip of the needle and the label of packaging from ref 381823, lot 0028538. Inspection of the provided photos revealed that the needle had pierced through the catheter tubing near the midpoint of the catheter, confirming the reported defect. No other anomalies or damage could be observed to the unit or components due to the limited view in the photos. This type of defect can occur during the manufacturing process or in the clinical setting. Since the unit was out of its original packaging, bd could not determine if the defect occurred during breakage of tip adhesion or the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: faults are identified with the jelco caliber fr22 brand bd insyte autogard, which bend in the canalization process and cause a lot of pain in the patient when they are removed.